Event description:
This pi is for the 2025 right knee revision. It was reported via phone; I had a total knee replacement on (B)(6) 2023 on my right knee. The knee felt hot, pain and I was unable to bend it hardly any movement in it. My dr. Examined me in (B)(6) and stated it was loose. I had a revision in (B)(6) 2023 however the issue persisted. In (B)(6) of 2024 I had another surgery to clean the knee. The issue still persisted. Then in (B)(6) 2025 a different dr. Performed a bone scan and found that the knee was still loose. Another revision was performed all the stryker implants were explanted and replaced with competitor implants.